Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer was not detected on the bus. The customer confirmed that only main drawer 5 was affected. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was not detected on bus. A field service engineer (fse) troubleshot an issue with drawer 5 not being on the bus, reseated the row board and retractor band cables, and identified that the open/close sensor was not fully plugged in. After correcting the connections, the drawer was tested in hardware test application and verified to be working correctly with no issues. The customer also tested the drawer by performing an inventory, and all functions worked properly. The system functioned as intended after the field service engineer repaired the device.